Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the doctor was using the device during closure of the cystic duct the device did not staple hermetically on the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9131l. The analysis results found that the er320 device was returned in good condition. In addition, five malformed clips were returned placed on a rubber band. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. Due to the returned condition of the instrument, no further testing could be performed to evaluate the clip formation. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). A review of the photographs from the use of an er320 device does not confirm the event description. A photograph of a back table shot of four clips fired over what appears to be fabric. Although difficult to see from this angle, the clips appear to be formed properly with the legs touching each other with no scissor forms and with a closed apex. There is no evidence in the photographs that suggests the device did not work as intended. Typically, forces on the clips during the firing stroke can impact the device¿s ability to deliver good formed clips which is critical for hermetic sealing.